Manufacturer narrative:
A supplemental report is being submitted for corrections. E1 first name corrected from (B)(6) to (B)(6), last name corrected from (B)(6) to (B)(6), phone number corrected from (B)(6) to (B)(6) and email corrected to (B)(6). E3 occupation corrected from other healthcare professional (othe) to non-healthcare professional (znhp). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluations. Product event summary: the controller and the battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Log file analysis revealed that a controller fault alarm was logged at on (B)(6) 2020 at 23:44:17 due to a fault in the controller¿s active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. Review of the controller's internal data log file revealed that, leading up to the controller fault alarm, the battery had been the primary power source since 08:24:41. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 98%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. The controller fault alarm was likely triggered due to the battery being reconnected to the controller with a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. The controller fault alarm cleared at 23:44:23. Analysis of the data log file revealed a premature power switching event due to a momentary disconnection involving the battery. As a result, the reported events were confirmed. The battery had been lubricated prior to release. A possible root cause of the reported premature power switching event can be attributed to a momentary disconnection between the controller and battery. The most likely root cause of the reported controller fault alarm, power consumption issue, abnormal battery behavior events can be attributed to a battery malfunction resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Additional products: d4: serial #: (B)(6). D9: yes, return date: 20-oct-2020. H3: yes dev rtn to MFR? Yes. H6: patient ime code(s): e2403. H6: imf code(s): f26 .h6: FDA device code(s): a0705. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04, c10. H6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-june-2021 / serial #: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 27-june-2020. Labeled for single use? No. (B)(4). Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarms generated by the automatic power switch circuit with possible power switching. The battery exhibited a power consumption issue, and abnormal behavior. The controller and battery were exchanged. No patient complications have been reported as a result of this event.